Event description:
It was reported that the patient implanted with a single coil lead had an audible superior vena cava (svc) alert. The physician has turned svc impedance alarm off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was an audible alert and an impedance issue on the svc (superior vena cava) defibrillation conductor. Svc lead impedance measured out of range at 254 ohms. Lifetime measurements recorded as none as the port is plugged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.